Event description:
The screen on the cam02 monitor was reading sensor board failure. Upon restarting, the alert was not present. The biomedical engineering team determined that they would inspect the device prior to returning to integra, but then requested on (B)(6) 2016 it was requested to initiate the process to return the camino to the integra repair team. The device was not in contact with the patient and there was no patient injury or delay in surgery due to the device problem.

Manufacturer narrative:
Integra completed its internal investigation 02/15/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual evaluation. DHR review: the DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Trend analysis: a review of complaints dated 20-dec-15 to 01-feb -17; 6 complaints which contained the search criteria. During the time period ¿dec 15 to jan 17¿, the global product usage for cam02 monitors was calculated as 31,566 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (6) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. Failure analysis: the cam02 monitor was verified as performing to specification and the sensor board incident could not be duplicated. The cam02 monitor was calibrated and safety tested, the results were reviewed as part of this evaluation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The technician performing the complaint evaluation found a problem with the monitor's usb port; however this is not considered related to the reported sensor board incident. Based on the service center evaluation and the complaint trend review confirming the complaint incident is a single occurrence no corrective actions are deemed necessary.